Event description:
It was reported that the customer was unconscious and hospitalized with low blood glucose. It was stated that the doctor believes it was the insulin pump fault. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor. Unable to perform the basic occlusion, occlusion and excessive no delivery alarm test, due to prime/fill anomaly. Unit passed the displacement test.